Manufacturer narrative:
(B)(4). The biomed at the facility examined the device and verified the reported failure. He observed that there was significant wear to both the therapy connector assembly and the quik-combo therapy cable. He replaced both the therapy connector assembly and the quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was placed back into service for use.

Event description:
The customer, a biomed, contacted physio-control to report that while monitoring a patient in paddles lead via a quik-combo therapy cable, the device produced a significant amount of artifact. It was enough artifact that he felt that the end users could not determine the need for defibrillation. A backup device was retrieved and used to continue providing patient care. The biomed was unable to provide any further details about the patient, or the event, other than to advise that there were no adverse effects to the patient due to the reported issue.